Event description:
It was reported that pump screen was dark and would not turn on, and later that screen only flashed light when wake button was pressed but no information was visible, which affected ability to read and interact with pump. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to try multiple wake and charging steps, eventually restored display temporarily, and was educated about pump functions, but due to ongoing display issues technical support arranged replacement pump under warranty, confirmed shipping details and backup insulin pump use, instructed customer to place original pump in storage mode and return it with prepaid label, and advised customer to reprogram settings and reconnect cgm on replacement pump.